Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on further possible steps have been received.

Event description:
The recipient stopped hearing with the device in may 2023. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Furthermore, damage to the reference electrode caused by an external mechanical damage was found. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient stopped hearing with the device in may 2023. The recipient has been re-implanted.

Event description:
The recipient stopped hearing with the device in (B)(6) 2023. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.